Event description:
It was further reported that, the issue occurred in the middle during a therapeutic procedure. The device was inspected prior to use.

Manufacturer narrative:
This supplemental report is for the additional information received from customer. Updated fields: a2, a4, b5, e3, g2, g3, h2.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found electrical contact corrosion. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an error displayed and could not be used. There were no reports of patient harm.